Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (cannot complete incoming testing) was confirmed. As received, the monitor failed incoming testing and displayed code 102 - charger profile fault. Upon eval, the r45 resistor was open to the computer / analog board. The root cause of the open resistor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
Zoll distributor returned a monitor indicating that it could not complete incoming testing.